Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found resistance when the spring wire guide was inserted into the arrow raulserson syringe (ars) prior to patient use.

Event description:
It was reported the physician found resistance when the spring wire guide was inserted into the arrow raulserson syringe (ars) prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including: one guide wire assembly and an arrow raulerson syringe (ars)/introducer needle subassembly for analysis. Signs of use in the form of biological material was observed inside the needle hub and on the guide wire. Visual analysis revealed that the guide wire was kinked towards the distal j-bend with some offset coils and had a bend on the proximal end of the guide wire. Microscopic examination confirmed the kinking. Both welds appeared full and intact. No defects or anomalies were observed with the ars/introducer needle subassembly. The kink on the guide wire measured 17mm from the distal tip while the bend measured approximately 30mm from the proximal tip. The guide wire outer diameter measured 0.801mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire length measured 603mm , which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire was inserted through the returned ars/introducer needle subassembly and the guide wire was able to pass with little to no difficulty. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested" and "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report of a kinked guide wire due to ars resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked at the distal j-bend. Despite the damage, the guide wire met all relevant dimensional requirements. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.